Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy with device removal). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Concomitant drug was added. Updated suspect drug inaction. Added events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping) and did not undergo an essure confirmation test. Updated events, onset date and outcome. Essure explant date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with device removal/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received with her demographic condition. Following events were added: dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, abdominal pain, lower back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma, polycystic ovaries, menometrorrhagia, pelvic adhesions, uterovaginal prolapse and peritoneal adhesions. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with device removal/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on an unknown date: uterus , tubes, ovaries and cervix diagnosis: uterus, right and left ovaries and fallopian tubes cervix: no pathologic diagnosis endometrium: benign secretory phase myometrium : no pathologic diagnosis ovaries, right and left: no pathologic diagnosis gross description: tube received in formalin consists of a128gm uterus received along with detached ovaries and fallopian tube but otherwise unmarketable,. The endometrial thickness is 0.2cm sectioning through the uterine corpus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dyspareunia. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Reporter's information added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma, polycystic ovaries, menometrorrhagia, pelvic adhesions, uterovaginal prolapse and peritoneal adhesions. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with device removal/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs. Date(s) of insertion: (B)(6) 2009 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on an unknown date: uterus , tubes, ovaries and cervix diagnosis: uterus, right and left ovaries and fallopian tubes cervix: no pathologic diagnosis endometrium: benign secretory phase myometrium : no pathologic diagnosis ovaries, right and left: no pathologic diagnosis gross description: tube received in formalin consists of a128gm uterus received along with detached ovaries and fallopian tube but otherwise unmarketable,. The endometrial thickness is 0.2cm sectioning through the uterine corpus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dyspareunia lot number: 664666, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event outcome of pain and bleeding was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma, polycystic ovaries, menometrorrhagia, pelvic adhesions, uterovaginal prolapse and peritoneal adhesions. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with device removal/salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on an unknown date: uterus , tubes, ovaries and cervix diagnosis: uterus, right and left ovaries and fallopian tubes cervix: no pathologic diagnosis endometrium: benign secretory phase myometrium : no pathologic diagnosis ovaries, right and left: no pathologic diagnosis gross description: tube received in formalin consists of a128gm uterus received along with detached ovaries and fallopian tube but otherwise unmarketable,. The endometrial thickness is 0.2cm sectioning through the uterine corpus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dyspareunia lot number: 664666 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy with device removal ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.